Manufacturer narrative:
Two interbodies involved in case. Part number 27-2308 18w x 45l x 0 deg x 8h, (B)(4). Part number 27-2340 18w x 45l x 8 deg x 10h, (B)(4).

Event description:
Information provided states that during initial surgery the l4/l5 implant cracked just to the side where the inserter attaches to the implant. The l3/l4 implant completely broke free from the rest of the implant and advanced into the middle of the implant. The patient displays no immediate health issues as a result of the broken implants.